Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown attachment device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510k number, manufacturing site name, and device manufacture date are unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This report is being filed to review the following journal article: "evaluation of healthcare outcomes among patients undergoing cranial procedures using g1 craniotomes". In the g1 craniotome attachments cohort, a single patient (x1) with a neoplasm indication experienced accidental puncture or laceration of the dura, and a single patient (x1) with a cerebrovascular event indication experienced accidental puncture or laceration of the dura. No patients with an indication of trauma experienced accidental puncture of laceration of the dura. A copy of this literature article is attached to this medwatch report.